Event description:
The reporter indicated that the surgeon used a ks-ni2 20.0d preloaded injector on (B)(6) 2015. When handling the screw plunger of the device, the lens rotated and became blocked in the injector. There was no patient contact.

Manufacturer narrative:
Model #: ks-ni 20.0d.

Event description:
Additional information received - the surgeon used a ks-ni 20.0d preloaded injector.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device was not returned. (B)(4).